Event description:
It was reported that occlusion occurred, requiring intervention. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as part of clinical trial. The target lesion #001 was in the left proximal superficial femoral artery extending up to left mid superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 100 mm and 90% stenosis and was classified as trans-atlantic inter-society consensus (tasc ii) b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 120 mm and 6 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 100 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2024, left superficial femoral artery stent distal stenosis (001) (reported as ade). In response to the event, the subject received medications. On (B)(6) 2025, the subject was presented with the symptoms related to left lower extremity arteriosclerotic occlusion and on the same day, subject was hospitalized for further evaluation and treatment. A balloon dilation and left femoral stent implantation were performed in response to this. Site has been queried to complete the target lesion revascularization form and the relationship to study device form on (B)(6) 2025, 965 days post index procedure, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. The event was considered to be resolved on (B)(6) 2025 and the subject was discharged the same day.

Manufacturer narrative:
A1 - age at time of event: the subject is 68 years old at the time of enrollment. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
A1 - age at time of event: the subject is 68 years old at the time of enrollment. B5. Describe event or problem: added information, based on additional information. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that occlusion occurred, requiring intervention and the subject was further hospitalized. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as part of clinical trial. The target lesion #001 was in the left proximal superficial femoral artery extending up to left mid superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 100 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 120 mm and 6 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 100 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2024, left superficial femoral artery stent distal stenosis (001) (reported as ade). In response to the event, the subject received medications. On (B)(6) 2025, the subject was presented with the symptoms related to left lower extremity arteriosclerotic occlusion and on the same day, subject was hospitalized for further evaluation and treatment. A balloon dilation and left femoral stent implantation were performed in response to this. Site has been queried to complete the target lesion revascularization form and the relationship to study device form on (B)(6) 2025, 965 days post index procedure, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. The event was considered to be resolved on (B)(6) 2025 and the subject was discharged the same day. It was further reported that on (B)(6) 2025, 965 days post index procedure, left proximal superficial femoral artery, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. It was further reported that on (B)(6) 2025, the subject was noted with the symptoms related to left lower extremity arteriosclerotic occlusion. On (B)(6) 2025, subject visited the hospital and was hospitalized on the same day for further evaluation and treatment.

Manufacturer narrative:
A1 - age at time of event: the subject is 68 years old at the time of enrollment. B5. Describe event or problem: added information, based on additional information. E1: initial reporter facility name: (B)(6).

Event description:
It was reported that occlusion occurred, requiring intervention and the subject was further hospitalized. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as part of clinical trial. The target lesion #001 was in the left proximal superficial femoral artery extending up to left mid superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 100 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 120 mm and 6 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 100 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2024, left superficial femoral artery stent distal stenosis (001) (reported as ade). In response to the event, the subject received medications. On (B)(6) 2025, the subject was presented with the symptoms related to left lower extremity arteriosclerotic occlusion and on the same day, subject was hospitalized for further evaluation and treatment. A balloon dilation and left femoral stent implantation were performed in response to this. Site has been queried to complete the target lesion revascularization form and the relationship to study device form. On (B)(6) 2025, 965 days post index procedure, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. The event was considered to be resolved on 18-jul-2025 and the subject was discharged the same day. It was further reported that on (B)(6) 2025, 965 days post index procedure, left proximal superficial femoral artery, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. It was further reported that on (B)(6) 2025, the subject was noted with the symptoms related to left lower extremity arteriosclerotic occlusion. On (B)(6) 2025, subject visited the hospital and was hospitalized on the same day for further evaluation and treatment. It was further reported that on (B)(6) 2025, left lower extremity arteriography balloon dilatation femoral stent implantation was performed.

Manufacturer narrative:
A1 - age at time of event: the subject is 68 years old at the time of enrollment. E1: initial reporter facility name: (B)(6) hospital - (B)(6).

Event description:
It was reported that occlusion occurred, requiring intervention and the subject was further hospitalized. On (B)(6) 2022, the subject underwent treatment with the eluvia drug-eluting stent as part of clinical trial. The target lesion #001 was in the left proximal superficial femoral artery extending up to left mid superficial femoral artery with 5.5 mm proximal reference vessel diameter and 4.8 mm distal reference vessel diameter with lesion length of 100 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment with study device, pre-dilation was performed by using 4 mm x 120 mm and 6 mm x 100 mm sterling pta balloons. Treatment of target lesion was performed by the placement of 6.0 mm x 100 mm eluvia drug eluting stent study device. Following treatment, the final residual stenosis was noted to be 0%. On (B)(6) 2022, the subject was discharged from hospital. On (B)(6) 2024, left superficial femoral artery stent distal stenosis (001) (reported as ade). In response to the event, the subject received medications. On (B)(6) 2025, the subject was presented with the symptoms related to left lower extremity arteriosclerotic occlusion and on the same day, subject was hospitalized for further evaluation and treatment. A balloon dilation and left femoral stent implantation were performed in response to this. Site has been queried to complete the target lesion revascularization form and the relationship to study device form on (B)(6) 2025, 965 days post index procedure, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty. The event was considered to be resolved on (B)(6) 2025 and the subject was discharged the same day. It was further reported that on (B)(6) 2025, 965 days post index procedure, left proximal superficial femoral artery, left distal superficial femoral artery and left posterior tibial artery were treated using percutaneous transluminal angioplasty, placement of bare metal stent and drug coated balloon angioplasty.